Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(4), implanted: (B)(6) 2019. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from a patient representative regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. It was reported the patient had anongoing infection over the incision site since the pump was implanted. They were told the infection had "infiltrated the pump". The pump was removed in june 2021. The reporter was under the impression that the pump and catheter were removed. The reporter stated the patient's infection still would not go away. On friday (B)(6) 2022. A healthcare professional (hcp) performed a surgery on the patient to "clean out" the infection and they discovered there was an abandoned catheter. The reporter stated the catheter was causing cerebrospinal fluid (csf) leak and was the source of the infection. The patient was scheduled for surgery to have the catheter removed on (B)(6) 2022.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was receiving intrathecal lioresal (concentration and dose unknown) via an implanted pump. It was reported the patient experienced some sort of infection and the medical team removed the implanted system. There were no known environmental, external, patient factors that may have led or contributed to the issue. The patient suffered from an infection and the patient's entire system ((B)(6)) was removed sometime in (B)(6) 2021. Details as to the extent or type of infection were unknown. The new implant took place on (B)(6) 2022. The patient¿s medical history included was non-verbal, had an ostomy, and believed patient had cerebral palsy (cp). The patient¿s weight was asked but unknown. The issue was resoled at the time of this report and the patient¿s status was ¿alive- no injury¿.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.